Manufacturer narrative:
1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-04794. It was reported, the pt had experienced pocket heating while recharging. The pt reported, the heating was painful and would last for a time after recharging was completed. A replacement charging sys was sent to the pt. Follow-up identified the pt had rec'd the replacement device and had not experienced any heating with the new charging sys. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.